Manufacturer narrative:
At this time, the lead was capped and remains implanted. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had noise episodes that resulted in an inappropriate shock. Patient claims he was working on the fridge, and there was an arc from the fridge to his device that went up his arm. It was noted that there was not noise prior to that. The patient was seen in the clinic, and the noise was reproducible with arm movement. The device was explanted and replaced, and the lead was surgically capped and replaced. No adverse patient effects were reported.